Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer physician: product ID 8703w, lot# l36315, implanted: (B)(6) 1995, product type catheter: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Manufacturer narrative:
All previously reported patient codes will be updated/corrected to the following for this event: (B)(4).

Event description:
It was reported that the patient had a pump pocket revision (B)(6) 2013 following a pump flip at a previous refill to suture the pump in place. Upon opening the pocket to revise, the system was found to be infected. There was pus found that was drained from the pocket site. A culture was taken from the device pocket and antibiotic treatment was necessary. The culture was negative for infection. The patient was not showing signs of infection. The system was explanted and the patient was doing well after surgery and recovered well. The patient was administered intravenous (IV) antibiotics. A new pump was going to be implanted in a few months. The pump was used to deliver infumorph and clonidine. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported they were unable to read the pump with the physician programmer. The physician was performing a refill under fluoroscopy and noticed the pump was flipped. The physician "manually" flipped the pump and proceeded with the refill. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed no significant anomaly found but noted coring/ tears/cuts in seal; no leaks seen. Non-significant indentation tears or coring was seen in the sealing surface of the sc connector.